Manufacturer narrative:
X20 driver was returned for evaluation. Visual inspection found the distal tip stripped. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively identified however it is likely that the tip was subjected to higher than anticipated torsional forces which resulted in the distal tip stripping. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In order to extend the growth rod on a child's construct, the final tight x20 screwdriver was used to loosen the screw on the connector. The tip of the x20 screwdriver stripped during the process as well as the screw inside the growth connector. X20 screwdriver: 286210130. The growth connector and rods had to be replaced by using a combination of screwdriver "286210170" and a bent 300mm rod "18616430" to loosen the innie set screws. Final tight was thus unavailable and the screwdriver "286210170" plus rod holder had to be used to tighten screws. It is a potential adverse event, and the adverse event description is: the final tight screwdriver could not be used to final tight the construct to a specific torque level. The screws could loosen because they had to be hand tighten using improvised methods.